Event description:
On (B)(6) 2011, pt reported the infusion device displayed e2 battery depleted error w/o providing an a2 low battery alert first. Battery setting was programmed correctly on the infusion device, and the correct type of battery was used. It was verified in the alarm history that an a2 low battery alert was not given. Infusion device was not dropped in the past 48 hrs. Pt was unable to clear the e2 battery depleted error. Infusion device, battery, and battery cover were requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.